Event description:
Additional information was received from the customer through the field service engineer. The broken knife piece fell into the patient's stomach and was retrieved by grasping forceps.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer and based on the legal manufacturer's final investigation. The cutting knife was broken and the breakage area of the cutting knife was melted. The broken part of the cutting knife was not returned from the facility. The device was set on cutting at 40 watts, and coagulation at 50 watts. The high-frequency electric knife used together was from a third-party. The device was on cut mode, and the knife was cutting the tissue, when the event occurred. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was released in accordance with the specifications. The instruction manual contains the following description related to this reported phenomenon: ¿when the electrosurgical unit is used in the coagulation mode, crack/detachment of the tip and the electrode or deformation/break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should cracks or detachment of the tip or deformation/break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the insertion portion of this instrument. Do not continue using an abnormal electrosurgical knife to prevent perforation or hemorrhages. If the tip or cutting knife is detached be sure to collect it using grasping forceps. Aspirate fluids such as mucus that adhere to the electrode and/or the cutting knife, outer sheath and body cavity tissues. Patient injury such as punctures, hemorrhages, mucous membrane damage and thermal injury of tissue could result if output is activated when in contact with these adhering fluids. When current is discharged while the cutting knife is being separated from the mucosa under wet situation, it may break the cutting knife or crack the tip. Always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. Excessive output level and time may result in patient injury, such as punctures, hemorrhages or mucous membrane damage. Application of high-voltage waveforms for extended periods increase the likelihood that it may break the cutting knife or crack the tip. When a high-voltage waveform has to be used, minimize the duration of current application. Electrosurgical unit: voltage intensities of various waveforms soft coagulation < cut / pulse cut < forced coagulation based on the results of the investigation, a likely cause of the damage of the cutting knife might be the following. However, the reasons for spark discharge generation could not be identified. Therefore, the root cause of the reported event could not be determined. 1) during tissue incision, spark discharge might have occurred due to one of the following factors. -the activation time was too long. 2) spark discharge occurred, and the part of the cutting wire became hot instantly. As a result, the strength of the cutting knife decreased. 3) during tissue incision, a load was applied to the cutting knife which has the reduced strength. This might have caused the cutting knife to break. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
H4: the subject device was manufactured in september 2022 based on the provided 3-digit lot information "29k". The suspect device was returned to olympus. Inspection confirmed that mucus adhered to the tip of the cutting tool, and the distal end cutting wire was broken. Based on the instructions for use (IFU), the possible reasons for the breakage of the distal end cutting wire may include: 1. Liquid attached to the electrode, cutting knife, outer sheath, and body cavity tissue should be sucked out. If discharge occurs when the cutting knife is separated from the mucosa, it may cause cracks in the cutting knife or blade. 2. Prolonged application of high-voltage waveforms increases the likelihood of cutting tool breakage or ceramic head cracks. (High frequency electric device: voltage intensity of various waveforms: soft solidification < cutting/pulse cutting < strong solidification). 3. When removing the tissue attached to the ceramic head, excessive force is applied. If forceps are used to grip the cutting knife with force, or when the cutting knife is suddenly extended or retracted, it can cause the cutting knife to break or the blade to crack. 4. When the high-frequency electric device is in solidification mode, if the high-frequency output value is too high or the contact length between the cutting blade and the tissue is too short, there may be cracks, detachment, or deformation or fracture of the cutting blade between the cutting head and the electrode. During the treatment process, it is important to ensure that the sensation of hand operation and the incision observed in the endoscopic image are normal. If cracks, detachment, or deformation or breakage of the cutting blade are found during use, the power should be immediately turned off, the use should be stopped, the sliding handle should be pulled back, the cutting blade should be retracted into the outer sheath of the instrument, and the endoscope should be removed. Do not continue to use an abnormal mucosal incision knife to avoid perforation or bleeding. If the blade or cutting knife comes off, be sure to use a foreign object pliers to remove it. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer that when using a single-use electrosurgical knife, the ceramic head broke and fell into the patient¿s body. The user removed the part and completed the therapeutic case (endoscopic submucosal dissection) with a similar device and a third-party electrotome. There was no patient harm associated with the event. The functional mode/output was unknown.